Event description:
The physician prepared a wilson-cook howell dash direct access system sphincterotome for use. Information provided by the reporter indicated that the cutting wire broke. No patient injury was reported.